Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the seal was damaged. The surgeon put the suction irrigation into the trocar and could not take it out of the trocar. It could advance but not remove it. There was no patient injury.